Event description:
The lay user/patient contacted lifescan alleging the meter is automatically cycling through the menu. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02063, 3005099803-2010-02064, 3005099803-2010-02065, 3005099803-2010-02066 and 3005099803-2010-02067 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes were used during a rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, the rf3000 machine is causing interference with the ECG machine. In addition, a 1cm blister was sustained on the right upper inner leg area of the patient. A cool compress was applied to the burn followed by an additional dressing. The patient is having regular visits from the district nurse to redress the blister. The procedure was completed with subject rf 3000 radiofrequency generator, leveen needle electrode and four polyhesive patient return electrodes.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a cold solder joint. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.